Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure an attempt was made to place the left ventricular (lv) lead without use of venogram due to renal insufficiency although a venogram was eventually needed and a coronary dissection was discovered. The lv lead remains in use. Additionally, it was noted that the following day it was found that a thrombophlebitis had occurred after the procedure. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.